Event description:
It was reported that the post-operative x-ray the taken the day of implant, revealed a right atrial (ra) lead dislodgement. The patient returned to the hospital the following day for ra lead repositioning. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).